Manufacturer narrative:
The event occurred in (B)(6). No strips were returned.

Event description:
Caller states the patient tested 2.9 inr and 1.1 inr on the coaguchek xs plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.